Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor barrier separation occurred after use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "after centrifugation, the gel won¿t move to its place and stays at the bottom of the tube. Happens for every 1 out of ~100 tubes. Because of the high volume of tubes, it is very difficult to identify the tube with the gel at the bottom and the analyzer recognize it as an error and tube is disqualified."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that poor barrier separation occurred after use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "after centrifugation, the gel won¿t move to its place and stays at the bottom of the tube. Happens for every 1 out of ~100 tubes. Because of the high volume of tubes, it is very difficult to identify the tube with the gel at the bottom and the analyzer recognize it as an error and tube is disqualified."